Event description:
A facility reported patients experienced inflammatory responses one day following cataract surgery. Four questionnaires were returned with patient information. This report is for one of these 4 patients and filed as manufacturer report number 3002037047-2006-00042. The other manufacturer report numbers are: MDR # 3002037047-2006-00040, MDR # 3002037047-2006-00041, MDR # 3002037047-2006-00044. Additional information received for this patient states, on postoperative day 1, patient had 3+ ac cells. Patient was treated with aggressive topical antibiotic and steroid therapy. On postoperative day 7, patient's ac was clear. Outcome of event was reported as excellent. The cause of the event is not known.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.